Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the same day as the event onset, the patient was hospitalized for the event and was discharged the same day. One day after the event onset, the patient was hospitalized again for the event and was discharged five days later. The cause of the event, treatment details, patient's recovery status, and action taken with pd therapy were not reported. No additional information is available.